Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a generator change, the right atrial lead have increasing pacing thresholds, and the physicians elected to implant another lead. The patient was in stable condition.